Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, sudden left sided weakness was reported. Non-contrast head computed tomography (CT) was performed and was unremarkable. A brain magnetic resonance imaging (MRI) was performed and showed scattered small foci of restricted diffusion. An embolic, acute ischemic stroke involving both the anterior and posterior circulation was suspected. The left sided weakness quickly resolved. The event prolonged hospitalization. It was reported that the aortic valve was probably related to the cerebrovascular accident that occurred one day following the implant of the valve. It was noted that the patient had a history of paroxysmal atrial fibrillation (afib) and had not been taking prescribed anticoagulants. No additional adverse patient effects were reported.

Event description:
Medtronic received information that after the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) indicated a first-degree heart block, left bundle branch block (lbbb) and sinus bradycardia. Medications were prescribed as treatment. Additional information was reported that the aortic valve was probably related to the cerebrovascular accident that occurred one day following the implant of the valve. The event prolonged hospitalization. Additional information was received that one day following the implant of the valve, bleeding developed form the non-medtronic closure device site. The site was manually occluded by the nursing staff. Hemoglobin (hb) was measured at 14.2 grams per deciliter (g/dl). Baseline hb was 14.7 g/dl and discharge hb was 12.7 g/dl. At the thirty-day follow-up, hb was 14.2 g/dl and no peripheral edema was observed. The groin sites were well healed without bruit, swelling, bruising or erythema. The bleeding event was reported to be resolved.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34us; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na, product ID l-evprop34us; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na, product ID cordis; product lot/serial number unknown; product type: vascular closure system; implant date na; explant date na, updated data: a1, b3, b5, b7, d10, g1, h6. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.